Event description:
On 1/7/97, a skull clamp was received with the comment, head holder when it is locked it slips. There was a 3 cm scalp laceration and sutures were necessary. There have been no post operative complications noted.